Event description:
It was reported that the pure wick female external catheter bothers the skin. No medical intervention was reported. Per follow-up information received via phone on (B)(6)2021, it was reported that the patient could not use the pure wick because it caused urinary tract infection and skin irritations. The patient was treated with antibiotics. The patient did not have urinary tract infection prior to use, and they had not used the system for several months. The doctor advised not to use pure wick because of the problems. Medical intervention was reported.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the pure wick female external catheter bothers the skin. No medical intervention was reported. Per follow-up information received via phone on (B)(6) 2021, it was reported that the patient could not use the pure wick because it caused urinary tract infection and skin irritations. The patient was treated with antibiotics. The patient did not have urinary tract infection prior to use, and they had not used the system for several months. The doctor advised not to use pure wick because of the problems. Medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.